Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced change sensor alarm. The customer stated that her sensor read 54 mg/dl while her actual blood glucose was over 200 mg/dl. The customer stated that her sensor went into threshold suspend in the middle of the night. The customer received calibration error. The product was not returned for analysis.